Event description:
An ophthalmologist reported that during an intraocular lens implant procedure, the lens stuck in the incision and cracked was noticed when surgeon tried to reload. The surgery was completed with a back up lens. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is split in the gusset area and cracked on the haptic edge. The optic is split from the edge across the center of the lens. A small split is observed on the opposite side of the optic. A deep scratch is observed near the edge on the posterior surface of the optic. The file indicates the use of a non-qualified cartridge, and handpiece. The root cause is most likely related a failure to follow the instruction for use (IFU). The account used an unqualified lens/ injector combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).